Event description:
Customer initially reported being unable to obtain readings due to the adc device error message issue. Replacement product was ordered, however due to a delivery delay, the customer was unable to monitor glucose levels and experienced feeling tired, dizzy, and seizure/convulsions. As a result, customer reported requiring unspecified third-party intervention (husband) who obtained blood pressure and a unspecified blood sugar reading on a unspecified meter. The customer was given anti-anxiety medication, lantus and gavopentin 300 mg for treatment by the husband. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and freestyle freedom lite meter, and there were no adverse trends that indicate any potential product related issues. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.